Event description:
Patient in ambulatory infusion center for erbitux infusion. The yellow clamp was clamped, and infusion continued to run despite the clamp being clamped off. There was no pressure alarm alerting team. In addition, this pump passed its yearly pm inspection by manufacturer in july 2020. Biomed team will be sending device to bd for additional evaluation. No harm to patient.